Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented to clinic. Upon interrogation, the left ventricular lead exhibited loss of capture on all but one vector. The lead was programmed off.